Event description:
The customer reported multiple error codes which prevented the system from booting to an usable state. No patient or user injury reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The mainframe batteries were evaluated and replaced. The system was testing and found to be working as intended and returned to service.